Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating the "bearings were going bad, the device was making noise and there was heat." The device was not being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.